Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000121345.

Event description:
It was reported patient experienced ineffective therapy due to one lead had fractured. As a result, surgical intervention was undertaken in which the entire system was explanted and replaced. Therapy was restored post-op.